Manufacturer narrative:
Approximate age of device- 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a patient with a history of drive line infection was admitted between (B)(6) 2019 for drive line drainage. Cultures showed (B)(6) bacteria and patient was treated with intravenous antibiotics while inpatient then transitioned to oral (B)(6) three times a day for outpatient care. Issues with compliance were noted due to dosing regimen. White blood cell count 21.3. No further information was provided.

Manufacturer narrative:
Section d7: correction - the patient was not explanted during this admission. The patient was explanted due to infection on (B)(6) 2019 in a separate admission (reported under MFR # 2916596-2019-03549). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.